Event description:
On (B)(6) 2004, the pt was implanted with an original gore excluder bifurcated endoprosthesis with contralateral leg component to treat an abdominal aortic aneurysm. On an unk date, the physician discovered the aneurysm increasing in size (unk amount). It was reported that multiple studies failed to reveal any evidence of endoleak. The physician suspected porosity in the graft material itself (endotension). On (B)(6) 2008, the pt's original stent graft system was re-lined with four gore excluder aaa endoprostheses. The endotension was resolved, and the pt tolerated the procedure.

Manufacturer narrative:
Result - a review of the mfg records for the devices verified that the lots met all pre-release specs. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.